Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose level was 12 mmol/l. Caller resolved the issue by resetting the pump with information provided by technical support, which resolved the problem.